Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m125235 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m125235 and test base part number 190-430 / lot m125235 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results and false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m125235 showed that the complaint rates are (B)(4), respectively. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported conflicting results involving two (2) patients with the ID now covid-19 assay. The customer reported positive results on nasopharyngeal swabs with the ID now covid-19 assay. Repeat testing on a new sample with the ID now covid-19 assay generated negative results. Dates of collection/testing, swab type and use of viral transport media were not provided. Confirmation testing not performed. The customer confirmed there was no death, serious injury, or treatment impact/delay as a result of the ID now covid-19 assay results. The patient was not symptomatic at the time of testing. Additional patient information, including treatment, and outcome, was not provided. Attempts to gather additional information were unsuccessful. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Unexplained conflicting results shall be reported as it is unknown which result is correct.